Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2011, the index procedure was performed. Target lesion #1 was located in the lmca and extending into the proximal lcx with 99% stenosis and was 15 mm long with a reference vessel diameter of 3 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 20 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013,the subject presented to a routine office visit complaining of increased shortness of breath. Results of stress test were abnormal. The subject was referred for cardiac catheterization. In (B)(6) 2013, the subject presented emergently with progressive dyspnea. Stress test revealed possible infero posterolateral wall ischemia. At the time of event, the subject was on aspirin and study drug per protocol. Study drug was discontinued along with 'other' antiplatelet medication. Isr of proximal lcx was treated with pre-dilation and placement of a 3.0 x 12 mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2013, the subject presented with recurrent chest pain and shortness of breath 2 weeks post intervention and the subject was diagnosed with stent thrombosis of proximal circumflex. The subject was hospitalised on same day. Cardiac catheterization was recommended. At the time of event, the subject was on aspirin only. The totally occluded stenosis present in lmca and extending into the 70% stenosed proximal lcx was treated with balloon angioplasty and placement of two 3.0 x 12 mm promus drug eluting stents in overlapping manner. Following post-dilation, residual stenosis was 0%. Aspiration of stent thrombosis per non-bsc thrombus extraction catheter was performed. The subject was discharged on aspirin and prasugrel. The event was considered resolved without residual effects. Two days post procedure, the subject was discharged on aspirin and prasugrel.